Manufacturer narrative:
Investigation conclusion: retention and returned products for the reported lot number were tested with asymptomatic clinical samples. Results were read at 5 minutes and at 10 minutes. All strips correctly yielded negative results. No false positive result were observed. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2018, a (B)(6) patient arrived at the facility with a sore throat. The patient was tested with a consult strep a dipstick test using a dual swab method and a positive strep a result was received. The patient was prescribed amoxicillin 400 mg based on the consult strep a dipstick test and sent home. A culture was performed and was grown on disks specific for group a strep a over a period of 48 hours. On (B)(6) 2018, the customer received the results of the culture. The culture was negative for strep a. The customer contacted the patient/guardian the same day and advised discontinuation of the amoxicillin 400 mg course previously prescribed. The customer was unable to confirm how many days the patient took the medication but stated it could not have been more than two days. The patient was prescribed symptomatic treatment for the sore throat and upon follow-up the patient was reported as "doing fine." The final diagnosis of the patient was pharyngitis. Troubleshooting was performed with the customer. The customer was advised that saliva and mucous may contribute to the false positive result and that this kit is only validated for use with a single swab technique.